Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a f/u report will be filed.

Event description:
It was reported to nova biomedical that a consumer experienced a hyperglycemic event requiring medical intervention. As a result of the event, the consumer called the hospital and they advised the consumer to make adjustments to his insulin dosages. This is being reported as an adverse event under the FDA medwatch regulations. The meter and test strips reported in this event will not be returned for evaluation.